Event description:
Externalized conductor was observed on x-ray. No electrical anomalies were noted. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.